Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, error 23072 occurred pointing to universal surgical manipulator (usm) 1 flex. The customer tried to recover the error multiple times, but the issue was not resolved. The customer elected to use another patient side cart (psc) to complete the procedure. There was no reported injury. The procedure was converted with no reported injury. Isi followed up with the csr and obtained the following additional information: surgical ports were not placed on the patient when the issue was identified.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the error even when moving universal surgical manipulator (usm) 1 flex through its range of motion (rom). The fse replaced the usm 1 proximal set up joint (psuj) and continued monitoring the system, at which point the error recurred. The fse subsequently replaced the flex assembly to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj was analyzed and in artemis, error 23072 was found indicating excessive mismatch error between primary and secondary setup joint readings on suj specifically on the flex thus confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it functioned as expected. The unit was also installed on a patient side cart fixture test platform (pftp) where it failed fiber tests. Installed golden fiber and it passed all relevant tests with no log errors. The flex assembly was analyzed, performed visual inspection and found no problem related to reported issue. Checked artemis and confirmed error 23072 had occurred. Installed flex on an internal system and flex functioned as designed with no errors. Unable to replicate reported issue during system testing. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a sensor failure on the psuj. This results in a difference between the primary and secondary setup joint readings that is larger than expected. The fault was confirmed in the field, and upon further testing, it was found that the unit failed fiber tests on a pftp but passed with a golden fiber. This suggests that the horizontal rolling loop harness and fiber cable are consistent with the reported event and are considered potential root causes.